Manufacturer narrative:
An audit of MDR's for 2015 found that customer complaint (B)(4) which took place outside of the united states was never submitted to FDA. As soon as this error was identified the complaint has been submitted as MDR 2245270-2015-00115. Device evaluation: the catheter's extension line with 4 cm of the catheter was examined. The rest was disposed of. This complaint is not confirmed. Examination of the faulty sample returned showed that the catheter was clotted. It was disconnected at 16 cm from distal and not at 5cm as stated in the customer's complaint. The catheter's distal fragment was missing. Microscopic examination of the catheter showed that the tubing was cut by sharps. As each catheter is leak- and flow-tested before packaging and the catheter worked well for one day, we can exclude a manufacturing defect.

Event description:
A catheter was inserted on preterm (B)(6) baby on (B)(6). While waiting for an x-ray (2 hours) they were given normal saline 0.5 to 1 ml to keep the catheter patent. After the xray they realised that the catheter broke and traveled to the heart (all 20 cm). Baby transferred to the national heart center for surgical removal.